Event description:
It was reported by service report that the fowler will not stay up. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
CPR release handle cable out of adjustment.